Manufacturer narrative:
Evaluation result: crank handle.

Event description:
It was reported by service report that the trend handle was broken off and the trend could not be adjusted. It is unk if there was pt involvement; however, no adverse consequences were reported.